Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated (600s mg/dl); cause was unknown. Customer delivered an injection and changed supplies to address the issue.